Event description:
It was reported that the patient experienced a loss of therapeutic effect about one month prior to this report. It was noted that it ¿stopped working.¿ the patient stated that there was an empty implantable neurostimulator (ins) icon displayed on the patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v075602, implanted: (B)(6) 2008, product type: lead. (B)(4).